Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmissions revealed an alert for high, out of range, high voltage lead impedance. All other electrical values were stable. The defibrillation therapies were disabled as the patient was physically unable to undergo any surgery. The patient is reported to be stable.